Event description:
No additional information.

Manufacturer narrative:
Follow up report (B)(4). Updated: b4,b5,d2,d9,g1,g3,g6,h1,h2,h3,h6. The product involved in the reported event was not returned for investigation; however, photographs were provided and reviewed. The stem appears intact and remains attached to an unidentified metal head. There is visible damage around the neck region, which is most likely attributable to the explantation process. Additionally, significant bone debris and blood are present on the stem surface. Due to these conditions, the product cannot be positively identified. Consequently, the images do not provide any further information that would assist in the investigation. A review of the device manufacturing records could not be performed due to missing lot number. Due to insufficient product information, the compatibility of the involved products could not be verified. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records and radiographs were provided and reviewed by a health care professional. The review identified: initial right total knee arthroplasty. Findings during initial surgery: - southern approach down to posterior aspect. - copious amounts of ho posteriorly excised along with osteophytic outgrowth ankylosing the hip in this region necessitating an ostectomy of the pelvis. Subsequently revised 27 years later due to a periprosthetic fracture from a fall with unknown cause. The stem, head, and liner were exchanged with unknown components. No further information provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unknown 28mm metasul head +4mm, #item unknown, #lot unknown. Unknown 28/64mm metasul liner, #item unknown, #lot unknown. Therapy date: (B)(6) 2025. G2: foreign source: australia. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had a revision surgery 27 years post implantation due to a periprosthetic fracture from a fall with unknown cause. The stem, head, and liner were exchanged with unknown components. No further information provided attempts have been made and additional information on the reported event is unavailable at this time.